Manufacturer narrative:
Approximate age of device - 3 years, 1 month. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that during patient admittance for another issue not related to the lvad, a log file was provided to the manufacturer for review. The technical service representative confirmed a low battery hazard alarm on (B)(6) 2018 and the system controller's internal battery provided power to the lvad. It appeared that the patient let their batteries deplete past the low battery advisory alarm to the low battery hazard alarm and may have been sleeping on batteries. It was not possible to detect how long the pump had been off. The patient was reminded by the vad coordinator to not sleep on batteries. No additional information was provided.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remains in use. An analysis of the pump log file shows that the reported pump stop event was caused by a depletion of the 14v batteries followed by a depletion of the internal backup battery. A log file review found that the patient let their batteries deplete past the advisory alarm to the hazard alarm. Review of the submitted log file noted that the external batteries were depleted as of (B)(6) 2018 at 03:43:37, and the system transitioned to support on the internal backup battery. The internal backup battery subsequently became depleted, indicated by the timestamp resetting to the manufacturing default. The duration that the pump was off could not be determined. The pump resumed operating at the set speed when the system controller was reconnected to a fully charged battery. The first recorded event captured pump speed at 0 rpm, and as of the next recorded event line, (B)(6) 2001 at 01:00:05, pump speed returned above the low speed limit. The patient remains on going on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.